Manufacturer narrative:
Aware date was corrected. ((B)(6) 2021).

Manufacturer narrative:
The subject device was investigated by olympus medical systems corp. (Omsc). As a result of checking the device, the probe was broken at 16 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. There were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The device history record for the lot indicated no anomaly with the event-related items. The record includes the following. [Inspection] high-frequency output. [Inspection] appearance. Conclusion summary: from the past similar cases, it is likely the probe broken occurred by the following mechanism: the probe came into contact with a metal object or surgical instruments while the output was activating in seal & cut mode. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added some load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the surgeon that using the subject device, the probe was broken off into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. Also, the user complained that the durability of thunderbeat was not good enough for supporting a case.